Event description:
It was reported that the temperature never rises. No patient injury was reported.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found wear and tear damaged enclosure, tank cover, front cover, pole clamp, and reflux plug as well as faded line cord and dirty thermistor. Device passed all functional testing, unable to replicate the reported issue. The device was repaired and upgraded per corrective action/preventative action (CAPA). The root cause of the issue could not be determined. Model#, catalog #, serial #, lot#, expiration date, other #, UDI# is unknown. No product information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).